Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received a power source alert after plugging the pump into a wall outlet. In addition, the pump battery depleted from 100% to 1% within one day. The customer's blood glucose was not impacted. Reportedly the customer had manual injections as alternate insulin therapy.